Event description:
The customer reported that the screws came out of her pump in style power adapter.

Manufacturer narrative:
The customer reported that the screws came out of her transformer. The screws are what hold the transformer housing together. If the screws are not in place, the housing will come apart, exposing the inner electronics. The original device has not been rec'd. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.